Event description:
Patient status post bilateral breast augmentation with saline implants; left breast implant deflation.it was noted to be almost completely deflated. On compressing the implant, a small hole was noted in the anterior wall.